Manufacturer narrative:
(B)(4) date sent to the FDA: 4/12/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h4, h6 a manufacturing record evaluation was performed for the finished device batch ph2367, and no non-conformances were identified the following information was requested, but unavailable: did the same device presented suture breakage and needle pull off? What tissue was being approximated or sutured when it broke? When needle pull off from suture occurred, did the needle fell inside the patient? If yes, was it retrieved during the same procedure? Were there any patient consequences? Procedure name? All answers above are unobtainable. Once there is any update, we will update the information. (B)(4) date sent to the FDA: 4/12/2021 corrected information: d3

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the same device presented suture breakage and needle pull off? What tissue was being approximated or sutured when it broke? When needle pull off from suture occurred, did the needle fell inside the patient? If yes, was it retrieved during the same procedure? Were there any patient consequences? Procedure name? Trade name - irgacare¿. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength 275 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During closure, the suture broke and then needle and suture detachment occurred and the device could not be used afterwards. Changed to another one to complete the operation. There were no adverse patient consequences reported. Additional information has been requested.